Event description:
It was reported that a "sparking" and "smoking" of the pump occurred at the area where the power cord attaches to the pump. The pump was removed from use. No pt or clinician injury resulted.